Manufacturer narrative:
We've requested the device return and been told that it's available, but haven't received it yet.

Event description:
Provu mac2 blade light stopped working while in a patient's mouth. No serious injury/harm to patient or user. No indirect harm. Required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths. Care was delayed and they had to get extra sedation and blood pressure support. Patient did desaturate to the mid-50's. We don't know if any permanent harm happened.

Event description:
Provu mac2 blade light stopped working while in a patient's mouth. No serious injury/harm to patient or user. No indirect harm. Required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths. Care was delayed and they had to get extra sedation and blood pressure support. Patient did desaturate to the mid-50's. We don't know if any permanent harm happened.

Manufacturer narrative:
We have received the defective sample from customer but pending for testing and evaluation.

Manufacturer narrative:
We have received the defective sample from customer and have shipped it to the manufacturing site for testing. Customer used a different machine, a different cable and then finally a new blade.

Event description:
Provu mac2 blade light stopped working while in a patient's mouth. No serious injury/harm to patient or user. No indirect harm. Required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths. Care was delayed and they had to get extra sedation and blood pressure support. Patient did desaturate to the mid-50's. We don't know if any permanent harm happened.